Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr xl revision email notification. Reason for revision: unknown. Doi: (B)(6) 2006 dor: (B)(6) 2015 left hip.